Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 on a patient with short, fragile posterior mitral leaflet (pml) of 9mm, and long, thick anterior mitral leaflet (aml). It was noted that due to a shortage in staff, an untrained echocardiographer was called in as a sudden replacement on the echocardiogram and decided independently to proceed with the procedure. Prior to inserting any mitraclip devices, a transseptal puncture was performed, with a height of 4.4 cm. A first clip, a mitraclip ntw (51018a1068), was prepared per the instructions for use (IFU) and inserted. However, while in the mitral valve, difficulties visualizing the clip and positioning the clip occurred due to loss of height. The clip was repositioned twice for optimization to eliminate residual mitral regurgitation (mr). However, the clip became caught on the anterior mitral leaflet (aml) troubleshooting was performed, but the clip remained stuck on the aml. It was noted that inversion was also unsuccessful, and there was a loss of height to deploy the clip. After closing the clip to 60 degrees, it was suddenly impossible to open or close it. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was deployed where it was stuck, attached to the aml and detached from the pml (single leaflet device attachment/slda). To stabilize the slda clip, a second clip, a mitraclip xt (51103a 1045), was selected for treatment. However, as the moment the second clip was advanced through the steerable guide catheter (sgc) and a clip length protruded from the guide, the first clip (51018a1068) detached from the aml and floated into the atrium. A decision was made to implant the second clip, and the second clip was deployed on the mitral valve. A decision was made to not take any further action to retrieve the floating clip. The procedure was discontinued, and mr was reduced to a grade of 2. Post procedure, a non-abbott heart pump device was implanted for ventricular uploading. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Na. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.